Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 20389875, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 20430390, model/catalog description: precision spectra ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing undesired rib stimulation. It was also reported that the leads have migrated. The patient underwent an explant.